Event description:
Reportedly, fault bat sys error alerted during use. All alarms functioned normally. Pt was manually ventilated until placed on a second home ventilator. Note: no permanent pt injury occulted as a result of this event.